Event description:
The customer stated that they were having issues with the sensor glucose and blood glucose reading differences. The customer stated that the sensor readings were inaccurate. The customer's blood glucose at the time of the phone call was 110 mg/dl. The customer also stated that the insulin pump alarmed calibration errors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.